Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes that the pulse generator was replaced due to an upgrade.

Event description:
It was reported that the during an attempt to upgrade the device, the pulse generator exhibited backup operation. The product code was successfully downloaded. The device had been exposed to electrocautery. The procedure was postponed due to venous occlusion.